Manufacturer narrative:
The UDI information is not available since the requested lot number is unknown.

Event description:
The following information was reported to gore: on an unknown date a patient underwent vascular treatment (either celiac or superior mesenteric artery) with a gore® viabahn® vbx balloon expandable endoprosthesis. On an unknown date this patient developed a problematic phenomenon described as non-critical narrowing. The event is ongoing.

Manufacturer narrative:
B.3. Updated. B.5. Updated. G.3. Updated. H.6. Updated. Literature citation: yi j, kuwayama d. Fenestrated aortic endograft branching with gore vbx poses failure risk from delayed-onset branch kinking. Journal of vascular surgery cases and innovative techniques 2018,5,1,18-21. Submitted may 19, 2018; accepted aug 29, 2018. - attachment: [yi.pdf].

Event description:
The following information was reported to gore: on an unknown date a patient underwent vascular treatment (either celiac or superior mesenteric artery) with a gore® viabahn® vbx balloon expandable endoprosthesis. On an unknown date this patient developed a problematic phenomenon described as non-critical narrowing. On march 21, 2019 a literature article was received by gore. This article was deemed to be related to this event. The following case details are featured in the article: the patient had an asymptomatic 6.5cm thoraco-abdominal aneurysm and underwent 3 staged procedures in 5months. A gore® viabahn® vbx balloon expandable endoprosthesis was utilized in the celiac artery as a branch from a fenestrated cook tx2 device. The celiac artery measured 9mm at its orifice and 7mm distally. An 8 x 8mm celiac fenestration was made in the endograft. Because of the short length and wide caliber of the celiac artery, celiac branching was performed using a gore vbx 8 x 29mm device, flared proximally to 10mm. At the 3 month follow-up, a CT demonstrated a change in the celiac configuration, with near-occlusion between the stent rings at the transition between the fenestration and the celiac artery orifice. The patient underwent a reintervention to prevent subsequent occlusion of the device. During the reintervention, severe kinking of the celiac stent branch at the interspace between two fully expanded stent rings was noted. The vbx device was relined with an atrium icast. The patient tolerated the procedure and full patency of the celiac artery was restored. Additionally there was no dissection of the arterial outflow.

Manufacturer narrative:
This report is being retracted. The incident was already covered under mewatch 2017233-2019-00068.